Event description:
Customer reported set seems to be leaking at the soft flex tubing where they are inserted into the pump. There was no report of pt harm and no medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). An investigation will not be performed. The device is not available for eval. The cause of the reported leaking set is unk.